Manufacturer narrative:
The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during a training, the autopulse platform displayed an "align patient on platform close lifeband" message upon power up. After the continue button was pressed, the following user advisories (uas) 02 (compression tracking error), 21 (position change does not coincide with motor direction), 28 (loss of clutch connectivity) messages were displayed. Troubleshooting actions were taken, however the messages would not clear. There were no reports of any patient involvement. No additional details were provided.